Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to implant a biolox delta head, 12/24, 36 x 0 on (B)(6)2014. The femoral head and acetabular liner didn't fit during total hip replacement. Hip was revised and femoral head replaced with the correct size.